Manufacturer narrative:
The pt suffered from sclerosis of the abdominal, necrotizing faciitis. Several medical interventions (such as IV admission of medication to surgery; opening of belly) took place during the prismaflex treatment due to the severe illness of the pt. The pt had been on the crrt treatment for 14 h, when the treatment was finalized due to very poor access and filter clot off during surgery. The catheter clotted which according to the reporter was caused during the surgical intervention by a high pressure on the femoral area-where the access catheter was placed. This is determined to contribute to a high negative pressure and clotting. The treatment of pt is considered to be off label use. The pediatric use of the prismaflex st60 set should be restricted to children with a body weight greater than 11 kg (24 lb). The patient expired due to two cardiac arrests 1.5 h after being disconnected from the prismaflex. All of the treatment data files were not available to the manufacturer for review. Without all recorded treatment data, a conclusion whether the slave pumps stopped inappropriately, can not be drawn. It is a company policy to report all deaths that occur 24 hours of treatment on a gambro device. Gambro has found no evidence to suggest that the prismaflex device caused or contributed to this event.

Event description:
A pt died 1.5 hours after being disconnected from a prismaflex machine. The customer reported that the pbp, effluent, replacement and dialysate pumps were not running. When gambro rep came to the pediatric ICU for assistance, the prismaflex status screen showed: blood flow 30 ml/min, replacement 200 ml/hr. Dialysate 200 ml/hr and pbp 100 ml/hr. The gambro rep noted that only the blood pump was running. All flow rates except the blood flow rate were set to zero and then back to their original values. At that point, the pumps start to run. It was reported that a positive access pressure range was incorrectly chosen by the operator. The blood in the catheter clotted later in the morning. There was no reported change in the patient's condition as a result of the reported event. The patient died later that afternoon (after two episodes of cardiac arrest and CPR). The patient had been disconnected from the prismaflex for 1.5 hours at the time of death.